Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 12/09/2019. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing of act kaolin cartridge lot r19137 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for act kaolin cartridge lot r19137.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded quality check code 26 approximately 8 times while running patient samples. Customer reports no impact or delay to patient care and that the code is only happening with one patient. There was no patient information available at the time of this report. Return product is not available for investigation. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The site reports that there was no impact or delay to patient care and that code is only happening with one patient. Also stating that alternative testing was done on another method, and I-stat testing was done after surgery while patient was in the recovery room. It is unknown if the I-stat quality check code 26 occurred during surgery or after. Based on the limited information available, there is reason to suspect a potential significant delay situation occurred. However, it is unknown if the cause for the quality check code 26 is patient specific. A preliminary search revealed that there are no other complaints for qcc 26 at the time of this report. The investigation is underway.